Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not identified. However, it is likely that the phenomenon occurred due to a communication failure caused by a failure of the cable. After reviewing the instruction manual at the time of the product shipment as to damage to the cable, the following description is found. It is determined that the phenomenon indicated can be prevented by this. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error e224 showing on screen due to a faulty video cable/adaptor. In addition, the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the camera head displayed scope communication error e224. The unspecified procedure was completed using a similar device. There were no reports of patient or user harm.